Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be torn, measuring 0.908 inches, causing fluid to be unable to flow through the complete fluid path. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. The phb data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 500 mg/dl. As treatment, the patient applied a new pod.